Event description:
User received malfunction alarm 20, which was confirmed in pump history during load phase, despite following proper on-screen instructions. There was no reported impact to customer¿s blood glucose level. Pump was replaced, and customer was instructed to return the malfunctioning device using pre-paid label and box, but declined to disclose backup therapy plan. All necessary details, including customer¿s shipping information, were confirmed by technical support, who also provided instructions for transporting the replaced pump.